Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. The device was repaired and returned to customer. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, when any scope was plugged in, any pressure put on the face of the monitor caused the video to cut out. A back-up avl monitor was reportedly used. A one minute delay in the procedure was noted. No harm to patient or user was reported.